Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1610c82e, sn (B)(4), expiration date: 2014-03-21. Etlw1610c82e, sn (B)(4), expiration date: 2015-04-12. Film evaluation summary: stent graft detachment of the bifurcate ipsi limb and right limb extension, leading to the type iii junctional endoleak and ruptured aaa was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant and the amount of initial limb overlap is unknown, and earlier post-implant films were not available for review and comparison. The patient¿s aortic and iliac anatomy at 40 months was highly tortuous, and the detached limbs within the unsupported aaa were found to be angulated 90° to each other. It appears likely that the highly tortuous anatomy, possibly increasing during the implant duration due to aneurysm morphology changes, may have led to the limb detachment. Films following the open surgical repair which successfully reconnected the limbs were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a contained abdominal aortic aneurysm rupture. The abdominal aortic aneurysm was 10 cm in diameter. There was a type iii separation endoleak. One of the endurant ii stent graft limb extensions had completely separated from the stent graft bifurcate limb. The physician elected to perform and open surgical repair and sewed a surgical tube graft to the endurant limbs and successfully reconnected the limbs. No endoleak was observed, the procedure was completed successfully, and the event was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.